Manufacturer narrative:
(B)(4).

Event description:
This patient experienced pain and a poking sensation. Patient was seen in office (B)(6) 2017 and reported the pain and poking sensation had self resolved. Should additional information become available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.